Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received the user facility report ((B)(4)) from the (B)(6) registry. The report indicated that the pt was being seen in clinic for a routine follow-up. Multiple power spikes were witnessed by the physician and the pt was admitted into the hospital to rule out pump thrombus. Lvad waveforms were sent to the manufacturer for review and the manufacturer reported back to the vad coordinator that the power spike data was not consistent with thrombus. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.